Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The activity log was reviewed and found no evidence of the customer's report. The clinical file was not provided as part of this investigation. The customer followed up and stated the unit was tested and found to be functional. The unit was placed back into service. No trend is associated with reports of this type.